Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). The magnet housing on the swivel positioner had failed allowing the magnet to become dislodged from the housing. The magnet was not returned with the device. The complaint was confirmed.

Event description:
At the end of a unilateral stand alone maze procedure, the magnet from the swivel positioner of the fusion 150 became loose (swivel type of retriever). Twelve ablations were completed with the fusion 150 with the procedure being completed and no backup device being used. The patient outcome was not affected and procedure was not prolonged.